Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 142 mmol/l. The repeat result was 135 mmol/l. The initial result was not reported outside of the laboratory. The customer repeated the sample due to ongoing result discrepancy issues. The repeat result was deemed correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. Qc recovery was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found an issue with the sample pipettor. The fse replaced the sample pipettor, checked the gear pump and replaced it, decontaminated the sample line, replaced the nozzle, and purged the analyzer. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.